Event description:
The customer reported to olympus, during reprocessing, the airway mobilescope tested positive for rhizobium radiobacter. A second microbiological test was performed and the results are pending. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device will not returned to olympus for evaluation. The device was inspected during incoming inspection but no malfunctions were found. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied b the customer.

Event description:
The second microbiological test performed on march 7, 2023 found no signs of contamination.

Manufacturer narrative:
Correction to d4 to add the subject device UDI. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.